Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product could be performed. The reported event cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical intervention due to unspecified reasons involving previous aus implant. There were no patient complications.